Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# 17975412 .presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 10 x 80 120 smart control self-expanding stent (ses) was released in advance during the delivery process. The smart control locking pin was in place during advancement towards the lesion.the locking pin was not removed before attempting to deploy the smart control stent.the sds did not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment.the device was self-released outside patient without pressing the button. There was no unusual force applied during deployment of the stent. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
A smart control 10 x 80 120 self-expanding stent (ses) was released in advance during the delivery process. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The sds did not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The device was self-released outside patient without pressing the button. There was no unusual force applied during deployment of the stent. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17975412 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis the reported ¿stent delivery system (sds)-ses~ deployment difficulty - premature deployment¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device during may have contributed to the reported event. According to the instructions for use (IFU), introduction of stent delivery system: ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal. Advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.